Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous high blood glucose (bg) levels. The customer provided a bg value of 600 mg/dl at the highest and indicated that the cause was unknown. Reportedly, the customer experienced broken blood vessels in the eye due to the elevated bg. Bg was treated via a bolus using the pump. The customer was instructed to consult with the healthcare provider regarding bg levels. Customer acknowledged.